Event description:
It was reported that a peritoneal dialysis (pd) patient woke up to sharp pain in the left side of their stomach, after which, the patient discovered fluid dripping from the cycler set tubing and extension line connection. The patient confirmed the leak was discovered in fill 4 of 6. The patient confirmed the cycler did not alarm. The patient stated that no fluid came in contact with the cycler. The patient stated they completed their treatment on the night of the event. After treatment, the patient went to the clinic and was administered prophylactic antibiotics and as a precaution, had their catheter extension set line replaced. The pdrn stated that the patient¿s test results for cultures came back negative. The patient could not confirm if the loose tubing connection issue was a manufacturing defect or use error related. The extension set line used by the patient was discarded and not available for return for physical evaluation by the manufacturer. The patient is continuing with pd therapy with no further issues.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A manufacturing review was performed on the products shipped to the customer for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius catheter extension sets shipped to this account within the selected time frame. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient woke up to sharp pain in the left side of their stomach, after which, the patient discovered fluid dripping from the cycler set tubing and extension line connection. The patient confirmed the leak was discovered in fill 4 of 6. The patient confirmed the cycler did not alarm. The patient stated that no fluid came in contact with the cycler. The patient stated they completed their treatment on the night of the event. After treatment, the patient went to the clinic and was administered prophylactic antibiotics and as a precaution, had their catheter extension set line replaced. The pdrn stated that the patient¿s test results for cultures came back negative. The patient could not confirm if the loose tubing connection issue was a manufacturing defect or use error related. The extension set line used by the patient was discarded and not available for return for physical evaluation by the manufacturer. The patient is continuing with pd therapy with no further issues.